Event description:
A restor brand iol was selected to replace my natural lens at the time of my cataract surgery. The physician recommended this lens because I had a strong desire to preserve my near vision. This lens left me with blurred vision and loss of my near vision even with refraction. I had to have the lens exchanged for a monofocal lens in order to have my near vision restored and the blurred vision cured. I suffered immense frustration trying to adapt to the restor lens (14 months), but the symptoms of blurred, milky vision did not resolve until the lens was removed and exchanged for a monofocal lens.